Event description:
Customer reported in the operating room, the pump module was infusing to a pt. The pump module under infused. Fluid remained in the bag when the pump said that the infusion was complete. No report of pt harm and no medical intervention required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received, but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.